Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin, pt said the casing is broken and the wires are exposed when they tried to use it the recharger screen was dark and blank. A request was sent to repair to replace the desktop charger. The patient mentioned unrelated medical history. This included patient said they were successful to charge their implanted neurostimulator before it went dead yesterday. Pt will call back if the replacement does not resolve the issue.